Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. During diagnostic vascular procedure the issue got occurred. The procedure was completed as planned as the reported issue didn¿t impact on the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch charger was failed. Upon functional testing, the fse found identified an issue with broken wireless footswitch charger. The defective wireless footswitch charger was returned for analysis, and it confirmed loose and broken off element of the charger. To resolve the reported issue, the fse replaced the wireless footswitch charger. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the wireless footswitch connection issue, but it was related to the problem of wireless footswitch charger. The wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch charger failed. No harm was reported to philips. Philips has started an investigation of this complaint.